Event description:
After 4 months of implantation, this ICD was explanted due to inappropriate shock. In addition, oversensing noise was seen when patient raised his arms.

Event description:
After 4 months of implantation, this ICD was explanted due to inappropriate shock. In addition, oversensing noise was seen when patient raised his arms.

Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
February 24, 2009 the analysis on this device is pending.